Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and button error alarm. The customer's blood glucose value was 456 mg/dl. The customer treated with 7 units of insulin. The customer stated that she had two instance where she was stuck on two separate screens and the buttons became unresponsive. The product was returned for analysis.